Event description:
It was reported by a company representative that high impedance was received on vns patient after undergoing battery replacement. The impedance was found to be 6,727 ohms and a high impedance flag was not yet displayed. Current system diagnostics (a month after) indicated the impedance value to be 7,064 ohms. Further information from the area representative indicated that no x-rays were available for review. It was also not known if there was possible manipulation or trauma that contributed to the high impedance. At the moment revision surgery is likely but no further update has been received from the field to confirm.

Event description:
Additional information was received from the area representative indicating the patient underwent lead replacement surgery. The lead was discarded after surgery and will not be returned for analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.